Manufacturer narrative:
Final analysis found no output and telemetry during interrogation. The battery was heavily depleted at end-of-life (eol), due to normal battery depletion. After replacing the battery, and downloading the product code, the device functioned normally.